Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2009. It was reported the patient had recently undergone a CT scan of her neck and back. Since then, the patient reported, she was unable to increase the stimulation amplitude past the level of perception. A diagnostic test of the lead found high impedances on all of the lead contacts. An x-ray of the system confirmed there were no disconnections and no lead fractures. At this time, the patient is continuing to work with her physician to rectify the issue. No decision has been made regarding a possible lead revision or replacement.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.